Event description:
Healthcare professional reported right side capsular contracture, baker grade ii/iii. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: the weight the device within specification and broken shell and others. A microscopic analysis was performed which identified: a striated broken on anterior. Based on the device analysis the final assessment is: a striated broken on anterior assessed as surgical damage consist in the use of some surgical tool.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade ii/iii.

Event description:
Healthcare professional reported right side capsular contracture, baker grade ii/iii. The device has been explanted.